Event description:
Customer inquired if carb ratio and correction factor were related as customer's blood glucose level would elevate approximately two hours after eating. Customer indicated that he may have miscalculated the carb count. During troubleshooting with tandem technical support, customer acknowledged that carb ratio settings needed adjusting with health care provider. Followup with customer same day indicated that blood glucose level had normalized.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.